Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the customer reported that drawer 2.1 failed. They stated that drawer 2.1 had cubies assigned on b6 and c6 that were loaded with medication, but the system did not register the cubies as present. The drawer opened, but none of the cubies opened, and medications could not be removed or loaded. Restarting the system only cleared the drawer failed message temporarily, but as soon as someone attempted to access the drawer again, the error message returned. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found that auxiliary drawer 2.1, rows b and c, were not detected on the bus. The fse manually released all pockets and cleaned debris and foil from the tray liners. The row board cables were unseated and reseated, and an acceptance test was run. The customer tested all drawers using the hardware testing application, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.